Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead could not be advanced into the distal vessel. High/unstable thresholds and phrenic nerve/diaphragmatic stimulation were also noted. The lv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Products: 305c25 tissue valve 2005 (B)(6). (B)(4).